Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
Consumer reported conflicting results with the binaxnow covid-19 ag self test performed on (B)(6) 2022. The first test provided negative results. A second test was taken after an hour of the first test which produced positive results. Consumer reported having tested positive with a binaxnow covid-19 ag self test one week prior. It is currently unknown if confirmatory testing has been performed. The consumer stated that they were experiencing covid symptoms and had been exposed to a covid positive person. No further information about health status or outcome has been received.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
Consumer reported conflicting results with the binaxnow covid-19 ag self test performed on (B)(6) 2022. The first test provided negative results. A second test was taken after an hour of the first test which produced positive results. Consumer reported having tested positive with a binaxnow covid-19 ag self test one week prior. It is currently unknown if confirmatory testing has been performed. The consumer stated that they were experiencing covid symptoms and had been exposed to a covid positive person. No further information about health status or outcome has been received.

Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 178767 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot178767 and device part number 195-430h/ lot 175698. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 178767 showed that the complaint rate is 0.001%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.